Event description:
During an endoscopy procedure, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. Balloon leakage was found during the procedure of duodenostasis. No section of the device detached inside the endoscope or pt. The procedure was finished successfully with a new balloon. A section procedure was finished successfully with a new balloon. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. There is a crack in catheter approximately 149 cm from distal tip. The balloon appears not to have been inflated. In order to inflate the balloon in the lab the catheter was cut. The catheter with the balloon attached was inflated with a 60 cc syringe and an inflation handle. The balloon inflated to 6atm and would hold pressure. A prod-specific discrepancy that could have caused or contributed to this observation of a cracked catheter was not observed during out lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of prod usage during out lab analysis. This limits out ability to determine a cause. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: " visually inspect with particular attention to kinks, bends and breaks. If any abnormally is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experienced excessive pressure during use and/or general handling. The instructions for use for this prod line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided esophageal-pyloric-colonic balloons are subjected to a visual inspection and a functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.